Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Transseptal puncture was performed under transesophageal echo (tee) and fluoroscopy. Heparin was given with an activated clotting time of greater than 300 seconds was measured. A stiff guidewire was placed in the left upper pulmonary vein and the watchman access system (was) was brought over the guidewire into the left atrium. A pigtail catheter was inserted into the was. The was protected by the pigtail was then navigated into the laa. The pigtail catheter was in the laa and the was was placed at the ostium of the laa. In rao/caudal and rao/cranial an angiography was performed. The patient experienced a drop in blood pressure and a pericardial effusion with cardiac tamponade on tee was noted. The implanter decided to implant a 24 mm watchman flx laa closure device. All release criteria were met and the device was released. A pericardiocentesis was then performed. The patient remained stable the entire time and the procedure was successfully finished. The patient made a full recovery.